Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) on stored electrograms (egm). Follow up was conducted and it was verified that the patient had not been seen and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.